Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s911usqu5cyb1 smartphone hardware: sm-s911u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient went to the emergency room with hyperglycemia. The patient's blood glucose level read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported that when picking up insulin from the pharmacy, the pharmacy said their prescribed brand of insulin is not covered by insurance, so the patient was given glargine (lantus) brand insulin, which is not an approved insulin to be used with the omnipod system. At the ER, the patient was treated with insulin and was prescribed an insulin that could be used in the pod. The pod has been discarded.